Event description:
The clave attached to the grey port of a microclave® clear neutral connector was reportedly leaking tpn (total parenteral nutrition) solution onto the patient's bed sheets. During rounds, the nurse discovered that the patient's linens and gown were wet. The line was disconnected (as tpn had just been discontinued), the port was scrubbed with a "scrub-the-hub" device and new replacement device was applied to port. The patient was cleaned up and made comfortable. There was no adverse event/injury.

Manufacturer narrative:
One used list# mc100, microclave¿ clear neutral connector was returned for evaluation. As received, tpn solution inside the set was observed. A torn seal was visually observed. No mating device was returned for evaluation. The set was tested as returned and a leak from inside was noted, when was dissembled and tear on the top of the seal and on side was noted. Complaint of leaks can be confirmed. The probable cause is typical due to incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". A device history record review could not be conducted because no lot number was identified. Additional contact: (B)(6).